Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event to 39 mg/dl, self-treated with oral glucose, and recovered to 110 mg/dl while using the device. Symptoms included hypoglycemia with associated fatigue. Outcomes included the need for unexpected medical intervention in the form of medication intake for glucose correction. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information regarding a specific device component, and the medical device problem could not be characterized due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.